Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was inserted in the pt two months ago. The physician found that the arterial side adapter was broken. The catheter was pulled and replaced with a new one.